Event description:
Spontaneous call from patient: spoke to patient. She states she needs to do another site change due to very minimal leakage per patient. Patient advise to go ahead and do another site change. She states she is infusing medication. Rph advise if she is starting to get severe side effects upon site change. She needs to call pharmacy back. Patient has no changes in breathing patterns and no side effects. Reported to (B)(6) by: patient/caregiver.